Event description:
Additional information received reported the outcome was unresolved with no further action planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional of a clinical study reported that on (B)(6) 2015 the patient had a depressive episode. The patient had gotten depressed and anxious. Medication was administered. The event was ongoing as of (B)(6) 2015. The patient's medical history included essential tremor, thyroid disorder and smoking. There was no surgical intervention required. It was noted to not be related to the implanted devices or procedure. Additional information received reported interventions included medical or non-surgical therapy of medication administration in the form of opipramol 150mg per day. Etiology was updated to related to the device or therapy and not related to the implant procedure; programming/stimulation not due to programming. The event had resulted in a medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function.